Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The kit was returned. The package was open and that there was no filter in the package. The root cause of the reported issue was found to be unidentified. Actions were taken to mitigate the reported issue: as a measure to prevent recurrence, all the workers in the related processes of our manufacturing department aware of the details of this event and alerted them.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits during the pre-use check, the customer noticed no hme filter was packed in the product set. So he did not use the product set. No patient injury.